Event description:
It was reported to philips that there was no live image on the flexvision screen. The device was in clinical use at the time of the event. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that there was no live image on the flexvision screen. Analysis of the system log file showed some blanking errors for different external connecting devices. During troubleshooting, the fse identified that the issue was with wallbox in exam room which was not connected. The philips technician confirmed that the issue was with the third-party component and resolved by customer. There was no malfunction with the philips device. After that, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The issue was with the third party component and there was no malfunction in the philips system. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.